Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the right ventricular lead did exhibit out-of-range shock impedance greater than 125 ohms during testing at a device follow up. Most shock lead measurements had otherwise been in the 50's range. The measurements were taken again as the patient did isometrics and lead impedances at that time were between 60-80 ohms shock impedance. It was recommended that the system be tested further. Noise was also noted as present on the shock channel which may be a related issue. There were no adverse patient effects reported in association with these clinical observations.

Manufacturer narrative:
At the time of this initial report, the physician planned to perform a command synchronous shock to test shock impedance. Tones were noted by the patient in a subsequent call to boston scientific. Also, the boston scientific local area sales representative then became aware that the physician following this patient had referred them to another physician. To date, information suggests that these medical devices remain actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Subsequently, this device was explanted due to elective replacement time (ert). Most recently, this device associated with the rv lead was removed from service for having reached elective replacement indicator. The physician performed a non-invasive programmed stimulation (nips) at the time of the device changeout - after which the rv lead remains actively in service without further issue. A save-to-disk was completed which confirmed that the rv lead was exhibiting out-of-range shock impedance causing the crt-d to emit a pattern of associated beeping tones. The boston scientific local area sales representative stated performing a maximum energy shock at the time of device changeout, would be discussed with the physician.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.